Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4). Has been completed. The reported problem (failed pulse testing) was not confirmed due to a communication failure. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a thermally damaged esd700 diode array on the distribution node pca. The root cause for the thermally damaged diode array could not be positively identified. There was no death or adverse event associated with the belt malfunction.

Event description:
03/21/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 10/31/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned an electrode belt and reported that it failed a pulse test.